Manufacturer narrative:
(B)(4).

Event description:
It was reported that all of sudden the patient felt their stimulation go up high. They had to sleep on their stomach and put on a fentanyl patch. The next day the stimulation went down. The patient had lost their patient programmer so they were unable to adjust their stimulation when the event occurred.

Event description:
Additional information received reported the patient had lost their patient programmer. They received a replacement patient programmer and needed to have it programmed with their implant. They received assistance over the phone to connect to the implant and it showed an end of service (eos) message.

Manufacturer narrative:
Concomitant medical devices: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer.